Manufacturer narrative:
It was reported that the biomedical (biomed) technician confirmed that the old battery was completely depleted and would not charge. The biomed also stated that the battery was replaced as part of standard preventive maintenance (pm) and verified that the battery replacement resolved the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical (biomed) technician on the v60 indicating that the battery was completely depleted and would not charge. It was reported that there was no patient involvement at the time the issue was discovered. The biomed stated that the battery was replaced as part of standard preventive maintenance (pm), but the device has not been placed back in service yet since pm has not been completed. Investigation is ongoing.